Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 8 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for the explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the physician that 7 months prior to this valve replacement an echocardiogram showed an ejection fraction of 60% with moderate to severe aortic insufficiency. Cardiac catheterization 3 months post echocardiogram revealed severe aortic regurgitation with left ventricle (lv) dilation, normal ejection fraction, normal right ventricle (rv) function, and no evidence of any other valvular abnormalities. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.